Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I result was obtained from a known troponin I free sample using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. The likely assignable cause for the unexpected vitros troponin I es result is an instrument issue. Service actions were performed and the vitros eciq immunodiagnostic system was returned to expected operation as indicated by acceptable post service precision results.

Event description:
An ocd field engineer obtained a non-reproducible, higher than expected vitros troponin I result from a known troponin I free sample using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Troponin I-free sample: result 0.569 ng/ml vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected. There were no patient samples involved in this event, and there was no report of patient harm as a result. (B)(4).